Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 98 previously reported events are included in this follow-up record.   Product return status 96 devices were received. 2 devices were not available for evaluation.   Event confirmation status 95 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 95 devices were found to be affected by missing paint chips. 1 device had no device problem found.

Event description:
This report summarizes <noe> 98 </noe> malfunction events in which the device had paint chips missing. 97 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 98 events were reported for this quarter. Product return status: 94 devices were received. 4 device investigation type has not yet been determined. Event confirmation status: 92 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. 5 evaluations are still in progress. Evaluation results: 92 devices were found to be affected by chipped paint. 1 device had no problem found. Additional information: 98 devices were not labeled for single-use. 98 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 98 </noe> malfunction events in which the device had paint chips missing. 97 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.